Manufacturer narrative:
Physio-control further evaluated the removed device's power supply assembly and determined that it had caused the reported issue.  Physio observed that pin 6 of pcb-mounted jack connector, designator j41, had 1.8 volts direct current (vdc) when it should be 5vdc.  Physio also observed that pin 17 of pcb-mounted jack connector, designator j41, had 0.122vdc when it should be 0vdc.  These observations are indicative of possible ionic contamination; however, that could not be conclusively determined.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed that the device was unable to power on with a fully charged battery. It was also observed that while connected to ac, the device powered on by itself and would get hung up at the self-test screen and beep for a few seconds before completing a boot cycle. Physio replaced the power supply assembly and the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that when the device attempts to run the 3 am self test, it would lock up and stay on the self test screen. The buttons on the device are inoperable and they are unable to power off the device. There was no patient use associated with the reported event.